Event description:
Treatment of a left cavernous ica aneurysm. It was reported that the pipeline migrated after deployment and another pipeline was used to cover the aneurysm. On (B)(6) 2012, the patient has basal ganglia hemorrhage and needs evaluation for hematoma.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).